Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-oct-25 confirming that the entire scs system would be replaced due to the electrodes that were out of range. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that electrode impedances were all greater than 10,000. The patient was unsure if something had happened. The rep checked impedances to perform troubleshooting. It was noted that the issue was not resolved at the time of the report but replacement/surgical intervention was planned. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the explanted ins and extensions were discarded. It was reported the lead remained implanted in patient as the impedances were within normal limits once extensions were removed and a new system was implanted.